Event description:
It was reported that the patient's right ventricular lead exhibited noise and the high voltage lead impedance was out of range high. The patient did not experience any adverse events. No further information was available.

Event description:
New information received states that the patient's right ventricular lead continued to exhibit high out of range high voltage lead impedance. The patient was stable and will continue to be monitored remotely.